Manufacturer narrative:
There was no pt injury or clinical consequences to the pt reported. A gambro technical services (gts) rep has evaluated the machine and calibirated the scales and performed a simulated run with no problem. Gambro renal products has requested additional info relating to this incident and further investigation is ongoing. A report will be submitted once the investigation has been concluded.